Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The double bend height was measured to be within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture and was believed to be dislodged. The patient presented for procedure on (B)(6) 2019. During procedure, the lead was found dislodged into the superior vena cava, the lead was explanted and replaced on (B)(6) 2019. The patient was stable.